Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of hemorrhage/blood loss/bleeding is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the case information, there was no conclusive cause for the reported difficulty, and the relationship to the product, if any that can be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous transluminal angioplasty (pta) procedure. Reportedly, when the plunger was removed, there was no sutures on the cuffs. The suture of one new prostyle device was successfully pre-placed. The sheath was not upsized, and the procedure was completed. However, the pre-placed suture was unable to achieve hemostasis. The physician stated the failure to achieve hemostasis may have been caused by the first device tearing the artery. To achieve hemostasis, a 7f sheath was introduced into the artery over the wire and a femostop was used. No additional information was provided.